Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the 30 leg extension and repaired cold solder connections at s17 and s18. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the footboard from the table was difficult to remove. No pt injury was reported.